Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Event description:
It was reported that a patient had a trial sometime in (B)(6) and it didn¿t work. The leads were not ¿solid enough in there¿ so the reporter thought maybe that¿s why it didn¿t work. The patient later had a second trial that was ¿more of a permanent one.¿ no symptoms or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.